Event description:
It was reported that the power supply had a -burning- smell.

Event description:
New information notes that the device was returned to sjm (B)(4) 2013.

Manufacturer narrative:
Analysis found that the device software was upgraded. The ac adapter was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.